Event description:
It was reported that during an unknown procedure, received a solid tone with error code '5'. The titanium tip broke during the procedure. The broken piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Two devices will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.